Event description:
It is reported by the pt's medical records that the pt underwent a right total hip arthroplasty in 2005. Post-op, he experienced pain and was revised in 2008 by a dr. It was noted that the acetabular component was loose with no bony ingrowth and polyethylene wear.

Manufacturer narrative:
Eval summary: the device was in vivo for approximately 3 years and 3 months. Operative notes provided did not indicate any osteolysis was present. They did state "a fibrous bone ongrowth of the acetabular component with no bony ongrowth noted. Polyethylene wear noted." No product was returned for eval. Also no x-rays were returned for review. The pt's activity level and weight are unk. Fibrous tissue ongrowth may have been secondary to acetabular shell motion due to inadequate fixation. The polyethylene wear may have been a result of the loose acetabular component. Based on the available info, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.